Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had unacceptable thresholds post-implant. The lead was scheduled for a revision, but at follow up the thresholds were within range and no intervention was required. The lead remains in use. No patient complications have been reported as a result of this event.